Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat cystocele and rectocele concurrently with lysis of adhesions and a right ovarian cystotomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent anterior/posterior colporrhaphies, paravaginal repair and excision of mesh due to extrusion into bladder by implanting surgeon on (B)(6) 2011. (B)(4).